Event description:
The plaintiff's attorney alleges that the patient experienced myocardial infarction, and expired on that same day. The plaintiff's attorney further alleges that this event was caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A follow-up report will be submitted upon receipt of additional information.